Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. During troubleshooting, a new cartridge was loaded, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting. Customer¿s blood glucose level was 300 mg/dl.